Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with the external devices after patient had an unrelated procedure. Ipg was set in surgery mode. Rep was able to resolve the issue thru troubleshooting.